Manufacturer narrative:
A female patient with a history of hypertension, cad, breast cancer, and hyperlipidemia experienced a thrombotic event and mi some time after cypher stent implantations. The reason for the patient's initial admission to the hospital was not reported; but an angiogram revealed a lesion or lesions in an unknown vessel or vessels. This patient's gender and history put her at increased risk for mace. The pre or intra procedural administration of asa, plavix, heparin or gpiibiiia and the performance or recording of acts was not reported. No vessel and/or lesions characteristics were provided. It is not known if the lesions were pre-dilated prior to the placement of three cypher stents at unknown maximum inflation pressures. According to the IFU, the use of more than two cypher stents has not been clinically established. It is not known if any of these stents were placed adjacent to each other in the same vessel and if so, whether they were overlapping or not. The patient was later discharged on medications that included asa, and plavix. Some time after the index procedure, the patient experienced pain in her legs when she lies down. She also reported that one of them hurts when she walks. She denies any associated temperature, color changes, shortness of breath or chest pain. It is not known if the patient sought medical treatment for this event. Three weeks after the leg pain started the patient developed an mi and reports that her stents were blocked with blood clots. The patient has been recontacted numerous times but refuses to give any further information. The products remain implanted in the patient and are thus not available for evaluation. In addition, DHR reviews of the involved lot numbers could not be performed since the lot numbers were not provided. Without further information or the definitive findings of a recent angiogram, it is not possible to draw a conclusion about a relationship between the devices and the events. However, there are patient and procedural factors that my have contributed to them. Please note that there are two products involved in this event with unknown lot and catalog numbers.

Event description:
The patient called from work in january 2007 to see if she has "medicated stent" and during the course of her investigation, the following report was obtained: for 3 weeks, she has been having pain in the legs when she lays down. Feels it mostly in back of legs, like behind the knees. Hasn't noticed temperature or color changes. One hurts when she walks. She denied any shortness of breath or chest pain. Upon further investigation, the patient indicated 2 months later, that she had two stents implanted and has since had a massive heart attack because her stents were blocked by blood clots and almost died twice on the table. The patient refuses to give any further information regarding the device implanted or any information regarding her treatment.